Manufacturer narrative:
This report is filed may 28, 2014.

Manufacturer narrative:
(B)(4): device not returned to the manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6), 2014 due to an unresolved middle ear infection. The patient was reimplanted with a new device on the contralateral side.